Event description:
Information received by medtronic indicated crack at battery compartment. Their was no physical damage to retainer ring. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer had discontinued the use of the device. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w = 4.11 e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. The test p-cap locks properly in place in the reservoir compartment noted. Unable to perform the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement test due to pump error 38 occurring during rewind test on pump's date (B)(6) 2022 at time 06:34:12.000). Thus software was utilized and downloaded trace/history files properly. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: broken battery tube threads, scratched case, pillowing keypad overlay, and corroded battery tube. Cosmetic damage was confirmed at battery tube threads and battery tube. Pump error 38 confirmed during rewind test. Moisture damage found on electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.